Event description:
It was reported , medfusion 3500 - motor rate error. No further details provided.

Manufacturer narrative:
Additional information received updated b5 and h6.

Event description:
Additional information received on 01-jun-2022. Event occurred during testing. No patients involved.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal on the plunger assembly, had a chipped out on top case, cracked on right plunger case and bottom case also missing battery. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced worm coupling, worm gear, motor bracket, lead screw and both clutch halves. Normal wear, pump was over 11 years old. The cause of the reported problem was traced to components failure. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: d4: correction: model number: 3500.